Event description:
Additional information was received from a healthcare provider indicating that the logs also showed a stopped pump period may exceed tube set message. The pump was used to deliver lioresal (2000 mcg/ml) in flex dosing mode at 235.2 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for intractable spasticity and multiple sclerosis. The patient was seen for a refill and a motor stall was seen upon initial interrogation. The motor stall occurred on (B)(6) 2016 following an MRI, but the pump had not been checked since. There was no recorded motor stall recovery upon initial interrogation. When the pump was re-read, the logs showed a motor stall recovery. The patient started to hear the alarm only after the pump was initially interrogated. It was confirmed the alarm was silenced once the recovery log was displayed. It was reviewed the pump was in telemetry state. The reservoir volumes matched at refill and there were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.